Manufacturer narrative:
The technician found the side rail is missing the lower pivot bolt. The technician replaced the side rail pivot bolt to resolve the issue.

Event description:
The technician alleged the side rail is not latching. No patient impact.